Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection of the opmi pentero surgical microscope system. The fse found the device to be functioning properly, including, but not limited to the illumination module, ir filter, attenuator, heads up display and warnings. The site reported that the burned area was neither draped nor irrigated nor covered with wet gauze during the procedure. The light intensity setting was 18% for the first hour and 42% for the second hour. The healthcare professional stated he was not aware that a surgical microscope light source could produce a burn. On-site follow-up training on microscope precautions and burns was provided to the staff. The opmi pentero user manual section "risk of burn injuries caused by high illumination intensity" discusses system-related, surgery-related and patient-related factors that influence the risk of burns. It states "most burns affect skin around the incision" and "the most important measures to prevent burns are the reduction of the area illuminated by spot illumination and covering the peripheral area with wet gauze." Site contact information: same as the initial reporter.

Event description:
It was reported that burns were found on the patient's right ear at the conclusion of a two hour tympanomastoidectomy surgical microscope system. The burns were located on the edges of the post-auricular incision and the back of the lobule with a total area of approximately 2 x 3 cm. It was further reported that the burns were second degree requiring treatment with xeroform bandages and bacitracin and follow-up visits.